Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was unable to boot up¿. Review of the system log file showed that issue was with suite pc, which resulted in system to not boot up. Fse replaced the suite-pc, loaded the software and restored backup. After replacement of the suite-pc and loading software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not boot up. The device was not in clinical use. No harm was reported. A philips service engineer (fse) inspected the system onsite and identified that the suite pc was not booting. The fse proceeded to replace the suite pc and returned the system to use in good working order.